Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found a hypotube kink 530mm distal of the end of the strain relief. There were no issues with the mid shaft, inner or outer polymer extrusion. The stent strut segment 1-3 from the distal end of the stent was lifted and crushed. The undamaged crimped stent outer diameter measured and was within maximum crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de novo target lesion contained greater than equal to 90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following pre-dilatation, a 20 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.